Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage (B)(4).

Event description:
It was reported that the atrial lead dislodged post operatively. The lead was explanted and replaced. After the explant of the lead, noticeable tissue was observed on the extended helix of the lead. No patient complications have been reported as a result of this event.